Event description:
A customer contacted a baxter sales representative to report an unknown number of interlink t-con ext set/micro-bore (B)(4) extension sets in which a leak was observed. According to the report, the nursing unit stated that "they are leaking between the tubing and the hub." There was no indication of a patient injury or adverse event to be in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: this report for as reported problem code leaks - separated could not be confirmed and/or a cause identified through sample evaluation. Sample evaluation is as follows: ninety three (93) unused samples were received for evaluation. The samples were visually and functionally tested. No defects were found during visual inspection and all sets were found to function as designed. Batch information was reviewed and no issue or deviations were noted during the manufacturing of this lot. If any additional information is available a follow-up medwatch will be submitted.